Event description:
It was reported that a patient underwent breast augmentation revision with two 450cc mentor memorygel breast implants. Post-operatively, the patient experienced breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024. The patient initially reported the rupture to be on the right breast side, however, when mentor received the operative report, it was stated to be on the left side. Follow-ups are in progress and a supplemental will be submitted once clarification is received. For now, both the left and right implant information will be provided.

Manufacturer narrative:
D4: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 9686240 number, and no non-conformances were identified. Manufacturing date: jan/25/2022. Expiration date: jan/23/2027. A manufacturing record evaluation is in progress for lot 9713843. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2025, an analysis of the suspect medical device¿s photo was completed. A manufacturing record evaluation was performed for the finished device 9713843 number, and no non-conformances were identified. Manufacturing date: 26/mar/2022. Expiration date: 25/mar/2027. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.